Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer filled the cartridge with 500 units of insulin. There was no reported impact to the customer's blood glucose level. The customer indicated that the same cartridge would be reloaded.